Manufacturer narrative:
Continuation of d10: product ID: 479888, serial# (B)(6), implanted: (B)(6) 2025, product ID: 6725, lot# va34knt, implanted:(B)(6) 2025, product ID: 693565, serial# (B)(6), implanted: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation of a cardiac resynchronization therapy defibrillator (crt-d), the crt-d was found to be in magnetic resonance imaging (MRI) mode on. It was confirmed that the patient had not undergone an MRI. It was then noted that the crt-d was inadvertently placed in MRI mode using the mobile programmer application when the intended application for use was the remote monitoring mobile application. Troubleshooting steps were taken to include re-interrogating the crt-d, turning off MRI mode, and restoring ICD vf therapy. A follow-up interrogation confirmed that MRI mode was off and the defibrillator was re-enabled. It was further reported that the patient presented with hypotension and new renal failure one week post implant. The crt-d remains in use. No further patient complications have been reported as a result of this event.